Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional information a1 patient identifier: (B)(6). A4. D11. H11 corrected data. B5. B6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, a patient underwent a removal of a variable angle distal radius plate. The previous surgeon put a screw in the joint causing pain. There was no malfunction with the plate or screws and the bone was healed per x-ray by the surgeon. All of the hardware came out successfully and patient had better range of motion once screws were removed from the joint. Patient status is unknown. Concomitant device reported: unknown screws: cortex (part# unknown, lot# unknown, quantity# 3), unknown screws: locking (part# unknown, lot# unknown, quantity# 6), variable angle low compression plate two column volar distal radius plate (part #: 02.111.631, lot #: l781790, quantity# 1). This complaint involves one (1) device. This report is for one (1) unknown trauma screw this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown screw: trauma. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on august 28 th, 2019; a patient will undergo a removal of a variable angle distal radius plate at an unknown time for an unknown reason. The previous surgeon put a screw in the joint causing pain. There was no malfunction with the plate or screws and the bone was healed per x-ray by the surgeon. The surgery has not been scheduled yet. Patient and procedure outcomes are unknown. This complaint involves one (1) device. This report is for one (1) unk - screw: trauma. This is report 1 of 1 for (B)(4).